Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number(B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the quick release. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (8021545-2025-03162) was submitted on 20-nov-2025. After receiving additional information, it was discovered that there were ten following case ID's (B)(4), with the same description and patient details. As a result, following the new details obtained on 29-oct-2025, this case has been reclassified as cross-reference and will not be submitted. Consequently, this medical device report (MDR) is being submitted to withdraw the previously filed initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.